Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-dec-2017 with the following findings: during investigation, a review of the black box showed multiple unexpected power reset events. The battery compartment was found to be cracked. The battery cap was not returned with the pump. A test cap was used, and could securely fit on the pump. Unrelated to the original complaint, the pump powered on to a dim and reddish display contrast. The pump¿s ¿ ez-prime¿ steps were performed correctly, with no power interruptions occurring during the investigation. Investigators were unable to duplicate the ¿intermittent power¿ complaint. The pump¿s cover was removed, with no intermittent conditions found to the power printed circuit board or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.